Event description:
It was reported that the device had failed remediation. The results of the investigation found that the device displayed a red screen, no software installed. There was no patient involvement.

Manufacturer narrative:
B3: september is the right reported month, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device displayed a red screen, no software installed. The cause was no software installed, and it was installed to fix the issue.